Event description:
During an endoscopic clipping procedure, the physician used a triclip endoscopic clipping device. During the procedure, the clip detached in the open position. The clip was left to pass naturally through the gastrointestinal tract. Another device was used to complete the procedure. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our evaluation of the returned clip deployment device was unable to confirm the report of premature clip deployment. The endoscopic clip was not returned for evaluation. Also, the returned device was received in a condition that prohibited a functional evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: we were unable to conduct a full investigation because the endoscopic clip was not included with the returned clip deployment device and a functional evaluation of the device was unable to be conducted. However, we can provide the following comments: additional information provided with this report indicated the clip was not retracted into the outer sheath by guiding it manually into the catheter. The instructions for use for this product line advise the user to guide the clip into the outer sheath manually. This activity will ensure smooth clip retraction into the outer sheath and assist in avoiding premature deployment of the clip. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.